Event description:
Pt experienced hypoglycemia, but attributed his condition to excess boluses administered through his insulin infusion pump. The next day he experienced the same condition and called the paramedics. While they were helping him, his wife checked the pump and noticed it had advanced 52 minutes.